Event description:
It was reported that the scale was not working properly. No adverse consequences were alleged.

Event description:
Customer reportedly received result of 135 mg/dl on the compact plus system and 284 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.